Event description:
Clinical study. It was reported that five days following a coronary artery drug eluting stenting treatment procedure, the patient experienced a stent thrombosis. The index procedure treated two lesions. Lesion number one was in the proximal left anterior descending (lad) artery. The lesion was totally occluded and treated by direct-stenting with a taxus express2 2.50x20mm stent. The second lesion was a bifurcation lesion in the 1st obtuse marginal (om). This lesion was treated with an unknown type, 2.00x18mm bare metal stent. The patient was given 300mg of plavix seven minutes after the procedure ended. Five days following the procedure, the patient experienced a stent thrombosis in the proximal lad. The thrombosis was confirmed via angiography. At the time of this event, the patient was taking plavix and aspirin. It is unknown how the event was resolved. Five days later, the patient experienced a second stent thrombosis of the proximal lad. The patient was taking plavix and aspirin at the time of this event. It is unknown how this event was resolved. It was further reported that 321 days following the index procedure, a re-intervention was performed on the proximal lad. The type of re-intervention performed was a pci. At 65 days later, a second re-intervention was performed on the proximal lad. Another pci was performed on this lesion. The patient was taking plavix at the time of these events, however, he was not on aspirin.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient, therefore, no analysis could be performed. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. The cause of the difficulties experienced during the procedure could not be determined.